Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly, patient complained knee felt loose and unstable. Dr. (B)(6) did an insert exchange to a larger size. Mrn# (B)(4).

Manufacturer narrative:
Updated item number.